Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3057, lot# unknown, implanted: 2013-(B)(6), product type screening device product ID 3065u, lot# unknown, implanted: 2013-(B)(6), product type screening device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had ¿pain in her bladder¿. It was reported that the patient was having redness, soreness, and warmness on the right buttocks ¿where the unit is plugged in¿. It was stated that the symptoms started (B)(6) 2013. The patient stated that the symptoms got worse overnight. Additional information was received which stated that the patient had a rash on buttocks not where the wires were going in. It was stated that the patient had a known nickel allergy and an inquiry was made about whether any of the trial device components contained nickel. Additional information was received that the patient was prescribed an antibiotic on (B)(6) by her primary healthcare provider (hcp). It was stated that the ¿pne wires¿ from the trial were removed on (B)(6) and that the rash had gone away. Information was previously reported in manufacturer report # 3007566237-2013-03812. Information was submitted under wrong device.